Event description:
Procedure type: lap hernia repair. According to the reporter, the balloon did not dissect properly and was difficult to be removed from the trocar. The surgeon removed the whole device and completed the procedure with an alternate approach. No pt injury was reported, and no further details could be obtained from the user facility.